Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements which triggered a lead safety switch. Physician decided to change the configuration to unipolar pacing and sensing. After the change, noise oversensing was encountered. 4 days later, during a follow up, troubleshooting was performed to exclude lead impairment. Several tests were performed and a potential loss of capture (loc) was observed along with pacing inhibition greater than 2 seconds. An x-ray was also performed and no evidence of a lead fracture was encountered. Finally, it was decided to reprogrammed to unipolar pacing and bipolar sensing. At this point, the system remains in service. No adverse patient effects were reported.